Event description:
During preperation for a therapeutic urological procedure the proximal coil on this stent detached. The procedure was completed successfully with another stent with detached. The procedure was completed successfully with another stent with no pt complications.